Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-08372 and 2134265-2017-08509. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the motor drive unit (mdu) failed to perform automatic pullback, after several attempts it would automatically turn off and there was no sound to the mdu during pullback attempt. The procedure was completed with a different device. No patient complications were reported.